Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother was reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 52 mg/dl at morning. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads.